Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: b5, h6 (clinical code) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d3.

Event description:
On (B)(6) 2019, the patient underwent a left knee revision to address pain, instability, edema, osteolysis, synovitis, and tibial tray loosening at the cement to implant interface. The tibial tray and tibial insert were revised. The femoral component and patella component were retained. The patient was revised with depuy products and cement. There were no indicated intra-operative complications.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed 0 non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. Lot expiry date: 31 october 2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed 0 non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. Lot expiry date: 31 october 2017.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pc (B)(4). Medical records ad (B)(6) 2021 were reviewed. On (B)(6) 2016, the patient had a left knee arthroplasty. Operative notes were not provided, but a sticker sheet with product information was. Depuy components including depuy patella and depuy cement x2 were used during the procedure. On (B)(6) 2019, the patient had a revision to address tibial component loosening. Prior to the revision, the patient was noted to have a large effusion, some laxity throughout range of motion, pain and radiographs were reported to show a small area of osteolysis at the medial tibial plateau. The revision notes provided were minimal and only noted a postoperative diagnosis of tibial component loosening, with no mention of interface, effusion, or osteolysis. Postoperative radiographs from (b(6) 2019 note that on the lateral view, there is some radiolucency at the anterior flange of the femur on the lateral view, however, again at the time of surgery this component was noted be very well fixed. The sticker sheet provided show only tibial components, including insert. No mention of patella or femoral component, it would be reasonable to conclude they were not revised. Doi:(B)(6) 2016 dor: (B)(6) 2019 (left knee)